Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 1100-1200 mg/dl. The customer was admitted to the hospital. The customer was running high the day before. The customer cause of 911 called was high blood glucose. The customer was discharged and kept o manual syringes and of the pump. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to confirm pump can detect an occlusion. The customer declined replacement of the pump and would like to return the pump back and she does not feel comfortable in using the pump.